Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device downgrade from ICD to a pacemaker, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The defib portion was capped and the pace/sense portion remains active.